Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was implanted for the patient to be externally paced by a pacemaker. The lead was placed through the jugular vein and into the right ventricle. The temporary pacemaker was taped to the patient's neck and connected to the lead. While the patient was being extubated during treatment, the patient inadvertently pulled on and dislodged the lead. The patient was then brought to the cath lab and the lead was removed and replaced. The lead revision procedure was uneventful and the patient had no issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.